Manufacturer narrative:
B3/d10: the event occurred on an unspecified date, between december 4, 2025 to december 6, 2025. The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump over-infused during patient infusion. The pump was programmed to infuse potassium chloride 20 meq/100 ml over 2 hours. The hard limit in the drug library was set to 1 hour 59 minutes. Nurse went to check on the patient 30 minutes later and the infusion was complete. There was no report of patient injury or medical intervention associated with this event. No additional information is available.